Event description:
Clear care plus contact solution. Caused haze on contacts, rainbows around light sources, cloudy vision remained for hours after removing lenses. Contacts are ruined, thank god my vision appears back to normal. Thousands of reviews online describing these same symptoms. Wish I would have seen them first... (B)(6) alone would have stopped my purchase. This stuff needs to be removed from the market. Is the product over-the-counter: yes. Frequency: at bedtime. How was it taken or used: eye. Date the person first started taking or using the product: (B)(6) 2016. Date the person stopped taking or using the product: (B)(6) 2016. Did the problem return if the person started taking or using the product again: yes. Do you still have the product in case we need to evaluate it: yes.